Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenal, pyloric region during a stricture management procedure performed on (B)(6) 2024. During the procedure, there was difficulty encountered when deploying the stent. The physician removed the device from the scope then reinserted it and the stent was able to be manually deployed; however, the inner sheath detached inside the scope. The detached inner sheath was removed together with the scope. The stent remains implanted, and the physician is comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed to treat a stricture.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device confirmed the inner sheath was detached as it was not returned. A destructive inspection was performed to identify torsion of the delivery system, no twisting was found on the outer sheath. No other problems were noted with the delivery system. The reported event of inner sheath detached was confirmed. Taking all available information into consideration, the investigation concluded that factors encountered during the procedure like lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events and observed damage. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed to treat a stricture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenal, pyloric region during a stricture management procedure performed on (B)(6) 2024. During the procedure, there was difficulty encountered when deploying the stent. The physician removed the device from the scope then reinserted it and the stent was able to be manually deployed; however, the inner sheath detached inside the scope. The detached inner sheath was removed together with the scope. The stent remains implanted, and the physician is comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed to treat a stricture.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of inner sheath detached.